Event description:
It was reported to philips that the device's display is broken. The customer was inquiring about having the display replaced by an undamaged display from a secondary device that is no longer used. There was no reported patient involvement.